Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b1 b3 b5 b6 d1 h6.

Event description:
Healthcare professional reported a right side rupture against a "saline-275cc" device (deflation).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.